Event description:
A user facility reported that a doctor got tears in the eye using a stellaris unit.

Manufacturer narrative:
The device history review was found to be acceptable, this investigation is ongoing.

Manufacturer narrative:
The field service technician did not have access to the stellaris unit for evaluation. If approval is received from the customer, a supplemental report will be filed. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.